Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported that pump was having some screen issues. Then she was with a pump trainer this morning, and she noticed the coloring was off, jumpy and blurry. This has occurred since customer has had the pump but it was not confirmed until today with pump trainer. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit passed displacement test and self-test. Unit was monitored for 2 days and no missing segments, partial display, coloring display, jumpy display or blurry display noted. Unit was received with minor scratches on case and minor scratches on lcd window.